Event description:
Boston scientific received information that during a lead replacement procedure, this right ventricular (rv) defibrillation lead dislodged twice. The lead was positioned a third time and the pocket was closed. However, thirty minutes later an x-ray revealed the lead had dislodged again. The pocket was reopened and this lead was removed. A passive fixation lead was then successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
The explanted lead was not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.